Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The depot technician replaced the therapy printed circuit board (pcb) to resolve the issue. The cause of the reported issue was a faulty therapy pcb. The depot technician also noted a different event code which is related to a potential issue of the device to deliver energy. This code was cleared from the memory and did not return. The cause of this issue is not determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an event code logged in the memory of the device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.